Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty could not be replicated in a testing environment as the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty appears to be related to procedure circumstance during use as the suture appears to have been inadvertently stuck between the handle halves slit as the suture was pulled to use the quick cut mechanism post plunger retraction. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to the filing of the initial medwatch report for cn-066325, additional information was received. It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique via a 6f sheath prior to a left atrial appendage closure interventional procedure. Reportedly, the sutures of the first prostyle device were deployed successfully; however, when attempting to remove the device from the patient anatomy, it became stuck. The physician rotated the prostyle device and the device was able to be removed. The sutures of the second prostyle device deployed successfully; however, when the plunger was removed and the sutures were cut with the quick cut, the blue rail suture became stuck at of the top of the body of the device where both halves (anterior/posterior handle body halves) of the device come together. The physician was able to pull the suture out of the slit. The sheath was upsized to a 12f and the atrial appendage closure procedure was completed. The pre-placed sutures from both of the prostyle device were able to be used and hemostasis was successfully achieved. There was no reported adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two prostyle devices using the pre-close technique via a 6f sheath prior to a left atrial appendage closure interventional procedure. Reportedly, the sutures of the first prostyle device were deployed successfully; however, when attempting to remove the device from the patient anatomy, it became stuck. The physician rotated the prostyle device and the device was able to be removed. The sutures of the second prostyle device deployed successfully; however, when the plunger was removed and the sutures were cut with the quick cut, the blue rail suture became stuck at of the top of the body of the device where both halves (anterior/posterior handle body halves) of the device come together. The physician was able to pull the suture out of the slit. The sheath was upsized to a 12f and the left atrial appendage closure procedure was completed. The pre-placed sutures from both of the prostyle device were able to be used and hemostasis was successfully achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.